Event description:
A report was received that during the patients' revision, paddle lead revealed 7 contacts and one contact fell off. The physician replaced the lead and was doing well post operatively. It was unknown if the missing contact was retrieved or left inside the patient's body.

Manufacturer narrative:
Additional information was received that the missing contact was retrieved from the patient's body.

Event description:
A report was received that during the patients' revision, paddle lead revealed 7 contacts and one contact fell off. The physician replaced the lead and was doing well post operatively. It was unknown if the missing contact was retrieved or left inside the patient's body.

Event description:
A report was received that during the patients' revision, paddle lead revealed 7 contacts and one contact fell off. The physician replaced the lead and was doing well post operatively. It was unknown if the missing contact was retrieved or left inside the patient's body.

Manufacturer narrative:
Device evaluation indicated that the lead revealed an electrode was completely dislodged from the paddle. Visual inspection revealed distal electrodes were partially dislodged from the paddle silicone, but still attached to their respective cables. One electrode and the proximal tails were not returned.